Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed it fails the system test. The device needs a processor pca and a therapy pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the therapy pca and a processor pca require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.

Event description:
It was reported to philips that the device fails system testing. There was no patient involvement.